Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 11.0 cm to 11.4 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise and oversensing anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly, noise and oversensing. The lead was explanted and replaced. No patient symptoms were reported.